Event description:
The customer observed a falsely elevated architect total -hcg result for one 21 year old female patient. The following data was provided: sid (B)(6) initial result = 27.2 repeat result = 27.95 miu/ml. Autobio result = <1.2 miu/ml autobio reference range is 0-5 miu/ml is negative. Additional data provided on 16feb2026 tested sample repeated on architect = 51.5 miu/ml no impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the architect total b-hcg reagent, lot 78462ud01. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint issue. The overall performance of architect total b-hcg reagents in the field was reviewed using data from customers worldwide. The patient median result for the complaint lot is within the established limits and comparable to other lots in the field, confirming no systemic issue for the complaint lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified with the architect total b-hcg reagent, lot 78462ud01.

Event description:
The customer observed a falsely elevated architect total ¿-hcg result for one 21 year old female patient. The following data was provided: sid (B)(6) initial result = 27.2 repeat result = 27.95 miu/ml. Autobio result = <1.2 miu/ml autobio reference range is 0-5 miu/ml is negative no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer observed a falsely elevated architect total-hcg result for one 21 year old female patient. The following data was provided: sid (B)(6) initial result = 27.2 repeat result = 27.95 miu/ml. Autobio result = <1.2 miu/ml autobio reference range is 0-5 miu/ml is negative. Additional data provided on 16feb2026 tested sample repeated on architect = 51.5 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.